Event description:
It was reported by the rep that (3) tlc75 devices and (3) tcr75 reloads were used during a colon resection procedure. It was reported that the devices fired as normal for the first firings, but when the scrub tech reloaded each gun, it would then lockout prior to firing. It is unknown how the case was completed. There was no consequende to pt. 2/19/2001 additional info received: another device was opened to complete the case.